Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information received: did the broken blade tip fall into the patient? Yes. Was the broken blade tip retrieved from the patient? Yes. Did this cause a change in the plan of care for the patient? No. Is the broken blade tip being returned with the device? No. Or, was the broken blade tip discarded?yes. How long was the procedure extended due to this issue? Unknown.

Event description:
It was reported that during an unknown procedure, the doctor opened new device during the operation, after two minutes using the generator active blade broken completely, then they opened new one. After two minutes of using generator with this instruments, generator showed instrument error - requested to change the instrument. He tried to retighten again; doesn't help. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch #l91g9j. The device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. The device was functionally tested with a generator. During functional testing on gen11 an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. The batch record was reviewed and no anomalies were noted during the packaging process